Event description:
Pt was revised to address disassociation.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records did not reveal any mfg deviations or anomalies that should have affected proper use of the devices. The investigation could not verify or identify any evidence of product error/contribution regarding the reported problem with the info currently available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.